Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a drawer did not open. A technical support specialist confirmed that the customer was able to open the cubie by prying it from the side and advised contacting pharmacy to have the cubie replaced to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.